Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary/bowel problems, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had the concurrent procedures of transanal rectocele repair and cystoscopy performed during mesh implantation. No additional information was provided.